Manufacturer narrative:
Findings: pump was received with constant pump error during rewinding due to moisture damaged on motor assembly. Unable to verify pump error due to pump error 38. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of pump errors during rewind. The customer's blood glucose reading was 117 mg/dl. The insulin pump was not exposed to high magnetic field. The insulin pump was returned for analysis.